Event description:
The pt was being fed using a pump. Reporter stated the pump overdelivered, but had no details of the event. There was no illness, injury or medical intervention resulting from the event. One pt involved.